Event description:
In 2004 it was reported by the biomedical department taht the external power supply/power adapter (a component of the ventricular assit device (vad) system) was running hot and caused a minor burn to the pt.